Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. The product was not returned. An internal panel and controls were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely elevated troponin results while using architect stat troponin-I reagents. The following data was provided. The customer uses critical cutoff 0.06 ng/ml. (B)(6) (second specimen drawn) initial 13.397 ng/ml, multiple repeats 0 ng/ml the first specimen drawn and the third specimen drawn were 0 ng/ml. No impact to patient management was reported.